Event description:
The recipient is reportedly experiencing loss of lock due to skin flap thickness. External equipment was exchanged; however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has resumed device use. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly underwent skin flap thinning surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.